Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. The reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the tracking path was tortuous and calcified but no difficulty occurred during advancement of the system. Reportedly, the lesion was pre-dilated but not post-dilated and the stent could be released without difficulty. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU also states that post stent expansion with a pta catheter is recommended. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a follow-up examination, the vascular stent was found to be fractured one month post placement in a long sfa lesion. The tracking path was reported to be tortuous and calcified but no difficulty occurred during advancement of the system to the lesion. The lesion had been pre-dilated but not post-dilated and the stent could be released without difficulty. No strut irregularity was identified after stent release. An additional stent was placed for treatment. No patient injury was reported.